Event description:
It was reported that a pt underwent a total pelvic floor procedure in 2008. At four weeks post-operative, the pt's stress leakage which had been present pre-operatively, had worsened. At six months post-operative, the pt complained of right pelvic discomfort during intercourse. On vaginal examination, the surgeon can feel a tightened ridge on the right anterior segment just behind the pubis which is extremely tender. The surgeon opines that cause of the discomfort is that the right anterior strap/arm of the device might be over-tensioned. The surgeon plans a procedure to divide the superficial arm of the right anterior strap from the body to reduce the tension and also to perform an obturator sling procedure for the stress incontinence.

Manufacturer narrative:
Date sent to the FDA: 09/22/2008. Device arm tightened - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.